Manufacturer narrative:
D.10. Concomitant products: egiaustnd, egiaustnd endogia ultra univ std stap, (lot number: p5e0919) egiaustnd, egiaustnd endogia ultra univ std stap, (lot number: p5c1215z) unknown egia su, unknown endo gia sulu, (lot number: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a surgical lung resection, despite being able to press the green safety button, the handle could not be squeezed and the instrument did not fire. The tissue being resected was described as extra thick, which required opening three staplers to complete the resection. In each instance, the stapler would not fire due to the thickness of the tissue. A new reload was used to resolve the issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: d9, d10, g3, h3, h6 d10 concomitant products: egiaustnd, egiaustnd endogia ultra univ std stap, (lot number: p5e0919) egiaustnd, egiaustnd endogia ultra univ std stap, (lot number: p5c1215z) sig60axt, tri 2.0 sig60axt 60 xtra thk 15mm, (lot number: unknown) egiaustnd, egiaustnd endogia ultra univ std stap, (lot number: p5d1011). Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.